Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced low blood glucose (bg) levels between 40-50 mg/dl due to pump settings needing adjustments. Customer consumed a snack to address the low bg. Recommendation was made for customer to consult with a healthcare provider regarding settings adjustments.